Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal is torn. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found that the downstream occlusion seal was peeled out, it was replaced. The motor odometer was over 6 million revolutions, which lead to the replacement of the motor as well. The root cause of the reported event was due to the peeled out downstream occlusion seal.